Event description:
A malfunction occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, and after assistance in resetting the pump, the malfunction did not recur. Customer may continue to use the pump.